Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of a remote transmission it was noted that the right ventricular (rv) lead triggered an out of range pacing impedance warning approximately seven weeks earlier. The rv pacing impedance was stable and within expected range at the time of the transmission. The rv lead remains in use. No patient complications have been reported as a result of this event.